Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the database was bloated due to software issue. A technical support specialist reindex the station to resolve the issue. The serial number in this MDR was left blank. Asked tsc for the affected device (asset information) and will update when the information is available. The system functioned as intended after a technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system had an error and the disk space was full. The customer reported that users were unable to remove medications from the station. There were no adverse events or injuries reported based on this incident.